Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo showed a tube inside an analyzer with its stopper still attached. Additionally, 29 retained samples were sent for testing. The functional tests indicated that one out of 14 samples failed, while all other tests showed no failures. No definitive root cause from manufacturing was identified as a contributor to the customer-reported defect of closure separation. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® serum, stopper and shield separation was seen with one tube while on the dxa analyzer system. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® serum, stopper and shield separation was seen with one tube while on the dxa analyzer system. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.